Event description:
During a percutaneous transluminal angioplasty to the descending aorta a hole in the balloon was noted. Lesion measured 20 mm in length and there was neither calcification nor tortuosity present. There were no anomalies during product inspection and device was prepped following the instructions for use (IFU). While deploying a stent with a maxi ld catheter, a hole was noticed during inflation. There was no reported pt injury. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Add'l info will be sent within 30 days upon receipt.